Event description:
On 25th october 2023, rayner received notiification from its russian distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that one day post-operatively, the patient presented with a cloudy lens; however, patient visual acuity was unaffected and post-operative vision was as expected.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that one day post-operatively, the patient presented with a cloudy lens; however, patient visual acuity was unaffected and post-operative vision was as expected and the patient is happy with their outcome. The timing of onset is too soon for a typical posterior capsule opacification (pco) case as this is usually noted in the 2 to 5 year date range after implantation due to the slow growth rate of lecs. This also applies to cases of post-operative opacification or calcification (whereby calcium phosphate deposits are identified on the lens via scanning electron microscopy analysis). Oct of the anterior segment was performed by the healthcare facility; however, the images obtained do not allow visualisation of the reported lens clouding. Rayner is following up with its russian distributor to obtain additional information to facilitate further investigation of the event. Our review of production records for the rayone aspheric rao600c batch 092200697 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 092200697.